Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, definitive root cause of the faulty/defective scope socket could not be identified. However, it¿s likely the cause is related to dust located inside the scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and during testing and inspection the following was found: the front panel is blinking. This complaint was most likely caused by a faulty scope socket. During testing and inspection the following was also found: the customer¿s complaint (dim image) was confirmed, the dim image was caused by dust inside the unit. In addition, the customer is using a non-olympus lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use they observed that the endoscopic image is visible but dim. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: blinking front panel. This report is being submitted for the malfunction found during evaluation (blinking front panel).